Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Initial report aware date is corrected to march 14, 2024. During device testing, the reported issue was not confirmed. The returned device passed all testing. Based on the results of the investigation, a definitive root cause is unable to be determined. Based upon the type of error, it is possible the root cause had to do with improper use of saline solution, or an accessory fault, but there is not enough evidence to conclusively decide that either was the root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the electrosurgical generator exhibited multiple instances of error 400:26 within the error log. Error 400:26 occurs when the user activates the probe without the presence of saline or the accessory the customer was using was faulty. There were no reports of patient involvement.